Event description:
After deploying the filter in the vena cava, the filter did not appear to open symmetrically. Physician elected to retrieve the filter. Access was gained below the deployed filter and a snare was advanced above the proximal portion of the filter, pulled downward and over the filter legs. Filter was successfully retrieved. Procedure was continued and another manufacturer's filter was deployed in the vena cava.